Event description:
The customer reported the collimator on the system remained small. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.